Manufacturer narrative:
D4 expiration date: updated d4 gtin: updated d9 product available to stryker: updated d9 returned to manufacturer on: updated h3 device evaluated by mfg: updated h4 manufacturing date: updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject balloon catheter shaft was damaged and crinkled. The subject catheter balloon was seen to be damaged. For functional inspection, an attempt to inflate the balloon failed possibly due to dried saline. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be replicated during analysis as it was not possible to inflate the balloon during functional testing. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was reported in the event description that ¿after completing dilation of the stenosis with the subject balloon, attempted to deflate the balloon; however, it did not. No matter how many times negative pressure was applied, it could not be deflated, and the balloon remained dilated down to a sheath inserted into the puncture site (right femoral artery). The balloon was ruptured by forcibly pulling the catheter into the sheath and removed from the body. The treatment itself went well'. In the follow-up responses it was noted that the balloon was successfully inflated during preparation. The subject balloon catheter shaft was noted to be damaged. During the functional test it was not possible to inflate the balloon. This is aligned with the event description which states that the balloon was ruptured during removal from the patient. Each subject device is pressure tested using air during the manufacturing process, so this type of damage would not have escaped detection prior to shipping of the device. It is possible that the patient¿s anatomy, or some other unknown procedural factor(s), along with the damage noted to the catheter shaft (the inflation path) may have resulted in this deflation difficulty. The reported damage balloon difficult/unable to deflate during use as well as the analyzed damage balloon catheter damaged, balloon damaged listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and appears to have been used in accordance with the dfu but performance was limited due to procedural factors during preparation.

Event description:
It was reported that during the procedure, after completing the dilation of the stenosis with the subject balloon, attempted to deflate the balloon; however, subject balloon did not deflate. The subject balloon was ruptured by forcibly pulling the catheter into the sheath and removed from the body. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, after completing the dilation of the stenosis with the subject balloon, attempted to deflate the balloon; however, subject balloon did not deflate. The subject balloon was ruptured by forcibly pulling the catheter into the sheath and removed from the body. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.